Event description:
It was reported that before surgery the unit would not work when plugged into power. There was no patient involvement. Diligence is complete. During device evaluation the electric dermatome motor speeds were out of specification on the low end. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speeds were out of specification on the low end. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.